Event description:
Customer reported an incident of non-delivery of bolus. Customer programmed a correction and thought he pressed the buttons. Customer went to bed, woke up with 400 mg/dl. Customer checked the insulin pump and it was at the 2.4 units previously programmed. Customer stated that the insulin pump failed to delivery basal rates. Customer stated that his screen was frozen. Nothing further reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.